Event description:
Pt was walking with a co-worker at work, took a step and his prosthetic leg fell behind him. Reported that the locking device used to connect the liner to the prosthetic leg disconnected. Pt fell resulting in a distal humeral fracture which required surgery to repair.

Manufacturer narrative:
Engineering analysis is incomplete at this time. Device is currently fitted to an ossur associate in an attempt to recreate the reported failure. After clinical testing is completed, the device will be disassembled to complete the analysis. Disassembly is dependent on approval from pt.